Manufacturer narrative:
A ge oec svc rep investigated the issue and was unable to reproduce the malfunction. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy sys locked up during a procedure.